Event description:
Customer reported the operator observed dry blood residue on the pump deck as the operator started to setup the instrument for a patient treatment. Customer reported does not feel comfortable using the equipment until further service is completed. Instrument had service performed to clean and repair the instrument from a pressure dome leak ((B)(4)). Service was dispatched, (B)(4).

Manufacturer narrative:
No lot number was provided as this was an instrument issue and no lot was used nor any patient was connected. Trends have been reviewed for this complaint category and no trends have been detected for dried blood. Service order (B)(4) completed: service field engineer cleaned and inspected instrument and found bad roller on recirculation pump; replaced pump head. Replaced spider coupling for pm work recorded under (B)(4). Performed system checkout - all passed. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation and no malfunction was reported by the customer, as dried blood was observed before starting the procedure. However, out of an abundance of caution, therakos has elected to report this incident. (B)(4).